Event description:
"The surgeon used the 15 to insert his band. At the end of the procedure, he noticed the cannula had a piece missing at the distal tip of the cannula. He located some pieces that had come off in the peritoneum. He tried to match it up and is certain he did not find every piece. The surgeon told me the full impact to the pt won't be known for many years. He said the plastic could do nothing, or it could migrate into an area and cause in injury." Per medwatch: during laparoscopic portion of g-banding surgery, a large crack was noted in the trocar with pieces of the plastic missing. Several small fragmented pieces were seen by the surgeon and removed. Attempts were made to wash out the site, however it was not known if all the broken pieces were recovered."

Manufacturer narrative:
The incident device will not be returned for eval, however the incident is still being investigated. Upon completion of the investigation, a final report will be submitted.